Event description:
It was reported in a service report that the siderail panels are cracked. No adverse consequences have been reported.

Manufacturer narrative:
Result : siderail panels were cracked.